Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed impedances on both leads and x-ray imaging shows one lead is kinked. Reprogramming was able to restore effective therapy. Surgical intervention may be undertaken in the future to address impedance issue.

Manufacturer narrative:
Date of event is estimated.